Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation but is expected. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center's screen was turning black during an therapeutic endoscopy procedure. The doctor restarted the cv-190 and the image was restored, letting the doctor complete the procedure with a similar device. This malfunction was confirmed by the field service engineer. There was not any patient harm/impact or procedure delay due to this malfunction.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (8) eight years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that failure of the power supply unit caused the images to not be displayed and all light-emitting diode on the front panel to glow continuously. The event can be prevented by following the instructions for use which state: 1.ensure proper power condition at site (proper grounding & no voltage fluctuation) 2.during fumigation equipment must cover or moved to other area. 3.equipment to be placed in dust free environment. 4.prevent the equipment to hit with hard surfaces or dropped during movement from one location to another. Olympus will continue to monitor field performance for this device.